Event description:
It was reported that during an open hemicolectomy procedure the surgeon was transecting over thick tissue and the jaws locked and the blade was locked. The device was stuck in the middle of the track and would not open. The surgeon pried open the device with his hands and removed it from the tissue. There was bleeding that occurred however it was controlled using another device to complete the procedure. There was no patient consequence reported. The device is being returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.